Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified distal right coronary artery (rca). Following the advancement of a jr4 6f non-bsc guide catheter and a non-bsc guide wire, a non-bsc ivus catheter was advanced but failed to cross the lesion. Predilation was then performed with a 2.5x15 mm non bsc balloon catheter but the ivus catheter still failed to cross. A second predilation was performed using a 2.5x15mm non-bsc balloon catheter. A 3.00mm x 32mm liberté¿ bare metal stent was selected for use and advanced but was unable to cross. The device was removed and was noticed that the distal edge was flared. The procedure was discontinued. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).